Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining a troponin (accutni) result above the ami cut off for one (1) patient's sample. The result was generated on a unicel dxc 600i synchron access clinical system, used in conjunction with access accutni reagent (lot 023756) and access accutni calibrators (lot 018864). The result was reported out of the lab. Repeat analysis of the sample on an alternate methodology yielded a result within the normal reference range. There was no report of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
Specific sample collection and centrifugation information was not supplied by the customer. Per the customer supplied data, a system check performed on (B)(4) 2011 passed within specifications. Accutni calibration performed on (B)(4) 2011 also passed. Level 1 and level 3 accutni qc were within customer's established ranges prior to the event. A bec field service engineer (fse) was dispatched on (B)(4) 2011. The fse identified wash pump errors and rebuilt the wash pump. The fse performed major preventive maintenance on the instrument, and ran a high sensitivity system check that passed. Although hardware issues were addressed, a clear root cause could not be determined for the event. Related mdrs: 2122870-2011-02689, 2122870-2011-02691, 2122870-2011-02700, 2122870-2011-02701.